Event description:
A customer contacted baxter's technical service center reporting a kink at the connector end of the 12-foot pt line extension set. Per conversation with the caller in 2006, it was discovered that the kinked tubing had leaked when touched. This was discovered before the home pt was connected to the tubing. There was no pt injury or medical intervention associated with this incident.